Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report a malfunction with their pad-pak, resulting in their device failing to power on. Failure to power on device may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Event description:
The customer contacted heartsine to report a malfunction with their pad-pak, resulting in their device failing to power on. Failure to power on device may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened. H3 other text : device not returned for evaluation.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to switch on. This fault was attributed to a blown fuse. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report a malfunction with their pad-pak, resulting in their device failing to power on. Failure to power on device may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.